Manufacturer narrative:
Investigation is pending.

Event description:
A surgeon performed a revision anterior cervical fusion in 2007 due to the backing out of the 2 distal screws. The initial surgery was a 3 level construct. The initial date of surgery is unknown. There was no reported injury to the patient.